Event description:
It was reported that the device failed during patient use. No patient harm reported.

Manufacturer narrative:
The customer report that the device failed during use on a patient was not confirmed. The pcu error log showed no errors or malfunctions on the reported incident date. Log analysis results: the review of the pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log recorded the pcu was powered on, (B)(6)2020 at 1:49 pm. Attached to the pcu at was pump module 13382405. The pump module is immediately channeled off, which initiate a system shutdown. The next time the pcu is powered on is (B)(6)2020 at 7:57 am. The logs record the returned pcu and pump modules were powered on, (B)(6) 2020 when the devices were received in cad lab for investigation. The review of the individual pump module logs found the following: lvp s/n (B)(6) (suspect) the event log shows the device was not in use on (B)(6) 2020. The device was last attached to pcu s/n (B)(6), (B)(6)2020 at 8:10 am the error log shows no errors or malfunctions on the incident date. The root cause of the customer¿s complaint that the device failed during use on a patient could not be identified. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 04/15/2011 a review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed during patient use. No patient harm reported.